Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic surgery the shaver cable produced metal debris. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update cmackenbach 08-may-2025: further information was received that the initial provided information was partly incorrect. It was reported that the shaver blade produced metal debris (not the cable). All metal fragments could be removed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-7300ds dissector, batch 15275617, was received for investigation. Visual evaluation noted that both the inner and the outer tube displayed surface damage. The most likely cause of the reported failure is user error, which can be attributed to prying/leveraging the device during use.